Event description:
It was reported that the patient was in hospital for issues unrelated to the device. It was noted upon interrogation a capturing and sensing anomaly was present on the right atrial (ra) lead. It was difficult to determine if the ra lead was capturing the atrium some of the time or at all. Also, something was being sensed on the ra lead but whether it was true p-waves, or an intrinsic signal is unknown. A lead dislodgement was confirmed. No programming changes were made and there were no plans for an intervention due to the patient's other unrelated diagnoses. The patient reported no symptoms associated to this issue. There were no patient consequences.